Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported suture detachment was not confirmed; however, a needle to cuff miss/ suture retrieval issue was observed. The reported difficulty removing the plunger was not confirmed as it was likely based on procedure circumstance. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, during pre-placement at the 10 o'clock and 2 o'clock positions, resistance was felt when the plunger was removed and suture breaks occurred with both proglide devices. The proglide devices was removed. The sutures of two new proglide devices, one at the 10 o'clock position and another at the 2 o'clock position, were successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.